Event description:
The pt experienced dizziness and burning sensation when she reached for the microwave three weeks ago. It was felt that it could be scar tissue that broke up when the pt reached causing burning perhaps a lead short. There was no known accident related to the event. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).